Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. Visual examination of the returned unit shows the shape of the tubing has been altered. The tracheal cuff was leak tested under water and leakage was detected from the cuff body. The reported defect could be detected on the unit returned for evaluation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit did not hold the tracheal lumen cull after placement. The patient required re-intubation.